Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the chair tipped on a level surface during a simple left turn (no forward movement) allegedly causing the consumer to fall out.